Event description:
It was reported to philips that the device led lights are flashing intermittently. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca. The customer declined repair of the device. The device remains at the customer site and no further evaluation is required at this time.